Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual exam confirmed the cutter broke at the shaft junction. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument broke during the procedure. The broken piece was retrieved. No patient complications were reported.